Event description:
It was reported that during a diagnostic laparoscopic appendectomy procedure the surgeon fired the device and when they observed the firing there was no cut line on first firing. They then used another like device and they completed the procedure. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis showed that the ets45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no short cut-absent cut was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.